Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 300cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient has a planned explantation on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 20, 2023, mentor received additional information regarding the patient's diagnosis and device explantation date. It was reported that the patient's capsular contracture's baker grade level was baker grade 2. The device date of explantation was reported to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, the mentor failure analysis lab has received the device for evaluation. On february 20, 2023, the evaluation for the device was completed. On february 21, 2023, mentor received additional information regarding the date of event, patient, and diagnosis. It was reported that the date of event has september 12, 2022. The patient's age has been updated to 34 years old. The patient's ethnicity has been updated to not hispanic/ latino. The patient's race has been updated to white. It was reported that the patient's capsular contracture's baker grade level was baker grade 4. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).